Manufacturer narrative:
Device passed the self test and displacement test. Toggled on or off and increased or decreased volume with the audio feature functioning properly. No audio or absence of alarm anomalies noted during testing.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the customer did not hear the alarms. The customer¿s blood glucose was unknown at the time of incident. The customer also report that the audio and vibrate was on and they performed the beep test and it passed volume difference was audible. The customer also performed a self-rest twice and it passed both times no pump error came up. The insulin pump will be returned for analysis.